Event description:
It was reported the customer was having hypoglycemic events. Customer reported their blood glucose declined to 40 mg/dl and 50 mg/dl. The customer also reported discrepancies between their sensor glucose and blood glucose readings. Customer also reported their insulin pump went into threshold suspend from the low readings. The customer was advised of the practices to avoid inaccurate readings. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.